Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator could not obtain satisfying pacing. The spacer sheath was used to find the site to the distal end, and a better pacing pattern was obtained to complete the operation. It was noted that during the procedure, the delivery catheter was scrapped. The lead remains in use. No patient complications have been reported as a result of this event.